Event description:
The ICD was explanted due to the pt receiving inappropriate shocks caused by sensing t waves.

Manufacturer narrative:
Evaluation summary: a visual investigation was performed prior to decontamination and no anomalies were found. The ventritex automated test system indicated normal functioning of the device. The device performed properly after it was returned. Anomalies experienced in the field were not replicated.